Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received seven appropriate treatments and fifteen inappropriate treatments. The device was started up at 09:34:49 on (B)(6) 2023. At 18:25:06, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel. At 18:26:11, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel. Post shock rhythm was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel. At 18:29:47, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel. At 18:30:26, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel. Post shock rhythm was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel. At 18:33:46, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel. At 18:34:24, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel. Post shock rhythm was sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel. At 19:22:11, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with low amplitude cardiac signal on the ss channel and CPR/motion artifact. At 19:23:13, the patient received the fourth inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was vt @ 150 bpm with CPR/motion artifact. At 19:23:55, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 170 bpm with CPR/motion artifact. Post shock rhythm was vt @ 100 bpm with CPR/motion artifact. At 19:25:59, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 19:27:38, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vt @ 160 bpm with CPR/motion artifact. At 19:27:38, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. At 19:28:05, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vt @ 270 bpm with CPR/motion artifact. At 19:28:34, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with CPR/motion artifact. At 19:29:05, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vt @ 190 bpm with CPR/motion artifact. At 19:29:36, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm with CPR/motion artifact. Post shock rhythm was sinus tachycardia @ 110 bpm with CPR/motion artifact. At 19:30:42, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm with low amplitude cardiac signal and motion artifact. At 19:31:16, the patient received the fifth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 110 bpm with low amplitude cardiac signal. Post shock rhythm was sinus tachycardia @ 110 bpm with low amplitude cardiac signal. At 19:35:46, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with pvcs, hb and CPR/motion artifact. At 19:36:50, the patient received the sixth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 110 bpm with CPR/motion artifact. Post shock rhythm was sinus rhythm @ 90 bpm with CPR/motion artifact. At 19:37:17, the patient received the seventh inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 110 bpm with CPR/motion artifact. Post shock rhythm was sinus rhythm @ 60 bpm with hb, CPR/motion artifact and low amplitude cardiac signal. At 19:37:43, the patient received the eighth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 100 bpm with pvcs and CPR/motion artifact. Post shock rhythm was sinus tachycardia @ 100 bpm with pvcs and CPR/motion artifact. At 19:38:13, the patient received the ninth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus rhythm @ 60 bpm with hb, CPR/motion artifact and low amplitude cardiac signal. Post shock rhythm was sinus rhythm @ 70 bpm with hb, CPR/motion artifact and low amplitude cardiac signal. At 19:38:35, the patient received the tenth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 100 bpm with pvcs and CPR/motion artifact. Post shock rhythm was sinus tachycardia @ 100 bpm with pvcs and CPR/motion artifact. At 19:46:52, an arrhythmia was detected. ECG was obscured due to CPR/motion artifact. At 19:46:52, the patient received the eleventh inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus rhythm @ 90 bpm with CPR/motion artifact and low amplitude cardiac signal. Post shock rhythm was sinus rhythm @ 90 bpm with CPR/motion artifact. At 19:49:06, the patient received the twelfth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was obscured due to CPR/motion artifact. Post shock rhythm was sinus rhythm @ 75 bpm with CPR/motion artifact. At 19:49:39, the patient received the thirteenth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus rhythm @ 90 bpm with pvcs and CPR/motion artifact. Post shock rhythm was sinus rhythm @ 80 bpm with CPR/motion artifact. At 19:51:43, an arrhythmia was detected. ECG shows sinus rhythm @ 40 bpm with CPR/motion artifact. At 19:52:13, the patient received the fourteenth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was idioventricular rhythm @ 20 bpm with CPR/motion artifact. Post shock rhythm was idioventricular rhythm @ 20 bpm with CPR/motion artifact. At 19:52:36, the patient received the fifteenth inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. Rhythm at the time of treatment was sinus tachycardia @ 100 bpm with CPR/motion artifact. Post shock rhythm was sinus tachycardia @ 100 bpm with CPR/motion artifact. The electrode belt was disconnected at 20:01:15 on (B)(6) 2023.